Manufacturer narrative:
Investigation summary: no photos or samples were received by our quality team for evaluation. During the device history review, it was observed that during production, four pieces of topweb (catalog 305761) and two pieces of topweb (catalog 305761) was pasted. Regarding the two pieces of topweb (catalog 305761) nonconformance, the production technician was interviewed and confirmed that the correct topweb (catalog 305759) was used. The discrepancy was due to an incorrect method of topweb collection. A project has been initiated to address this nonconformance, specifically how the production technician did not verify the top web information during inspection, the lack of detection of the top web by the vision system, and the lack of a designated area for return top web material. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd eclipse¿ injection needle had incorrect label information. The following information was provided by the initial reporter: "it was reported that the needle was labeled with an incorrect lot number and the length was not correct. "